Event description:
The pt was implanted with a left ventricular assist device. Approx 1.5 years post-implant, the pt was found unresponsive by his mother near the front door of her home. The pt was connected to batteries and the system controller was alarming with a continuous tone. Emergency services were called and the pt was pronounced expired at 1:30 p.m.

Manufacturer narrative:
The pt expired on (B)(6) 2012. The pump was not explanted from the pt and will, therefore, not be returned to the manufacturer for analysis. However, the peripherals were returned to the manufacturer for analysis and are currently in process. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.